Event description:
The customer called to report that he had been experiencing high blood glucose levels. The customer also stated that he has not been able to upload the insulin pump. The customer's wife later called stating that the customer had been hospitalized twice for high blood glucose levels. The wife declined any troubleshooting and asked to have the insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.